Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate (cca). The patient manages her diabetes with insulin-no adjustment (64 units of mixed insulin 75/25 in the am. 36 units in the pm). The power issue began during (B) (6) 2009. Although the patient had the power issue, the patient managed her diabetes with the usual amount of insulin on (B) (6) 2009 at 10 pm. Sometime after the power issue began, the patient reportedly developed symptoms described as "legs felt like jelly, heart pounding like it is outside her chest, and shaky." On (B) (6) 2009 at around 11 pm, the patient obtained a blood glucose reading of "11 mg/dl" on a hospital meter and was treated with IV fluid. During troubleshooting, the cca verified that there was no product misused. Based on the information provided, the battery did not need to be replaced. The product issue was not resolved with training. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia and receive medical intervention after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.